Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the 2.5mm small frag hex screwdrivers became twisted during the insertion of the screws. The correct torque limiter was used (1.5nm) for 2.5mm hex screwdrivers. There was no surgical delay. Another screwdriver was used to complete the procedure. There was no patient consequence. This report involves one (1) scrdrivershaft-hex self-retain 2.5 l100. This is report 3 of 3 for (B)(4).